Event description:
The caller reported experiencing alarm 2 followed by alarm 26 due to an occlusion event earlier in the day. The caller did not provide information on whether their blood glucose level exceeded normal limits, resulting in no specific report on adverse effects. To resolve the issue, the customer changed the trusteel infusion set and resumed insulin. The caller had been using the infusion set for more than 48 hours, and they were educated by technical support that the set should be changed every 24-48 hours. The caller acknowledged this guidance and also understood the advice to contact support if occlusion issues recur.